Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx device was used on the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on ) 2020. According to the complainant, during the procedure, the cut wire on the tome became detached from the catheter. The procedure was completed with another autotome rx device. There were no patient complications reported as a result of this event.